Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during setup, the touch panel did not work. The coin battery voltage was 0.023v. The control printed circuit board was replaced. No pt involvement reported.